Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient did not follow up in time for the empty pump and is currently being followed by hospice and has oral medication. The alarms were turned off and the patient has plenty of oral medication available and the issue was resolved. Relevant medical history includes: cervicalgia, occipital neuralgia, spondylosis with radiculopathy, lumbar region

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 25 mg/ml; 7.113 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the pump was empty. The hcp had access to the clinician programmer (8840). The patient was in hospice and they would like to silence the alarms. The physician did not want to turn the pump off. The hcp updated the pump to a full reservoir volume and programed the pump to minimum rate mode. No symptoms were reported. No further complications were reported.